Event description:
Refrence number (B)(4) event occured in united states it was reported that patient experienced an adhesive malfunction on 15-mar-2026. Infusion set has fallen off during use due to sweating. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - .- device 4 of 5.